Event description:
It was reported that the neurostimulator indicated it had reached the end of its service life. High impedances were also measured and indicated a possible fracture. The patient experienced a loss of stimulation. Reprogramming was attempted utilizing the remaining electrodes, but the pain could not be covered. The battery ceased to operate a few days after the reprogramming session. The device was explanted and replaced. The patient incurred no injury and recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.